Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 26-jun-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported the event/difficulty occurred on (B)(6) 2020 during normal use. It was further reported the physician had just seen the patient and the patient presented with increased pain and difficulty walking. He was sending the patient for an MRI. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. No troubleshooting was done, and no actions/interventions were taken to resolve the issue. It was noted it was unknown if surgical intervention was planned, but the rep would follow-up for more information. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). No further complications were reported. Additional information was received from a healthcare provider (hcp) via a company representative on (B)(6) 2020. It was reported that the hcp was concerned that there was possibly a granuloma at the tip of the catheter and they wanted to do an MRI initially, but because of the patient's sleep apnea device, he was not eligible for the MRI. He was instead going to have a CT myelogram performed because the patient had not gotten any better. No further complications were reported.